Event description:
The event involved a chemolock¿ bag spike which was reported to have an irinotecan bag poking through a baxter port resulting in a leak. The event happened when the nurse was ready for administration, it came into contact with the nurse, and the spill was cleaned up. The drug was remixed using chemolock components and a new bag of medication was replaced. There was a hole in the port. There was patient involvement, but no harm reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, sample photo has been provided, but investigation not yet complete.

Manufacturer narrative:
No product samples were returned for investigation, however, a representative photograph was returned that shows the spike tip of a cl-10 bag spike that has penetrated through the sidewall of the infusion bag access port. There does not appear to be any cl-10 bag spike damage or anomalies visible from the photograph returned. The device history review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause of the complaint cannot be determined without return of the affected sample.